Event description:
Patient had I&d and poly was removed and replaced on right knee.

Manufacturer narrative:
The following other devices were added to this report after initial MDR report was submitted: tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# m9v29i; triathlon asymmetric x3 patella; cat# 5551-g-299; lot# rnyk; sterile fluted headless 1/8" pin 3.5" long; cat# 7650-2038a; lot# rdah128ee; tri ts femur sz4 right; cat# 5512-f-402; lot# mpdf; triathlon femoral distal augment 10mm - size 4 right; cat# 5541-a-402; lot# kxnf; tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 0035642d; tri ts baseplate size 3; cat# 5521-b-300; lot# gykdd. An event regarding revision involving a triathlon insert was reported. The event was not confirmed. No items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. Review of the device history records indicates all devices accepted into final stock met specifications. There have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had I&d and poly was removed and replaced on right knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown ts size 3/11 poly insert. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.